Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,d8, h3, g2, b5, e1 (initial rep name, email, event site telephone), e2, e3, e4, d5, d8, d9 h11 (type of investigation, health effect ¿ impact codes, investigation findings, component codes, investigation conclusions). It was found out that the charging indicator would not illuminate when plugged into ac power. No patient was involved, and no personal injury occurred. To solve the issue, the field service engineer replaced the power supply (0014-00-0033-05). All functional and safety tests were performed and were met to the factory specifications.

Event description:
It was reported that during preventive maintenance (pm) performed by a field service engineer, the cs300 intra-aortic balloon pump (iabp) had a malfunction related to intermittently charging.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 full event site name: (B)(6). E1 full initial reporter name: (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit was intermittently charging. There was no patient injury reported.